Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was instructed to change the cartridge to resolve the issue, however the customer is completely out of supplies and is reverting back to manual injections. Customer¿s blood glucose was 427 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.